Manufacturer narrative:
Immediately following notification, stimwave quality reviewed events preceding the issue. The patient had a trial procedure performed on (B)(6) 2016, in which one (1) freedom-8a receiver stimulator (fr8a-rcv-a0) and one (1) spare lead (fr8a-spr-b0) were implanted bilaterally at the t8-t9 vertebral level. The procedure was completed without complications. On october 25, 2019, stimwave was notified the patient had passed away (exact date unknown). Information received attributed the death to a drug overdose. The event was not related to the device. At the time of the patient's death, the device was no longer in use and had already been explanted. There is no indication the device could have caused or contributed to the patient's death. The device was not implanted at the time of the event. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The device was no longer in use at the time of the patient's death. The event was related to unknown patient comorbidities. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. The patient's death was not related to the device. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of was related to unknown patient comorbidites. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event resulted in a death. This event has been reported to the united states food and drug administration (FDA) on november 21, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a patient death, unrelated to the device, reported to stimwave on october 25, 2019.